Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation, placed in a restenosed stent. There was no reported product deficiency. The reported angina and restenosis are known adverse events listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Since it was reported the xience v was used to treat in-stent restenosis and the lesion was not pre-dilated, it should be noted the IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. Additionally, the IFU states to pre-dilate the lesion with a ptca catheter. It cannot be determined how, if at all, the direct stenting in a restenosed vessel contributed to the reported patient effects occurring approximately twenty months after the index procedure.

Event description:
It was reported that approximately 20 months post direct stenting of a xience v stent into a restenosed non-abbott stent in the first diagonal artery (d1), the patient experienced angina. An angiogram was performed which found in-stent restenosis of the 3 stents in the d1. There was no reported coronary intervention. Although requested, there was no additional information provided.